Event description:
The facility's biomedical department reported a flogard pump displayed "secondary rate 999ml/hr" during patient use. Reportedly patient injury occurred, however, no specific information was available. Despite baxter's efforts to obtain additional information from the reporting facility's risk manager, details were not available regarding patient's demographics, diagnosis and medical history, names rates, concentrations, and prescription of the medications being infused, patient's status prior and after the event, patient injury, medical intervention, and set up programming of the infusion device.